Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current measurement. Unexpected pump error alarm, replace battery alert and replace battery now alarm, pump error alarms while monitoring due to j6 connector not plugged in properly. Pump error alarmed during self test and high sleep current measurement due to j6 connector not plugged in properly. The j6 connector was plugged in and monitored for 2 days with the unit functioning properly. Unit received with cracked case on battery tube area. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, cracked battery tube threads, faded serial number label and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is cracked on the back of the pump. Customer's blood glucose was unknown at the time of incident. No further details given.